Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer woke up w/elevated blood glucose levels;+400 mg/dl. Troubleshooting was performed & pump appears to be functioning as expected. Customer delivered a manual injection to stabilize blood glucose levels. Customer loaded cold insulin into the cartridge.